Event description:
Coiling treatment of an aneurysm. It was reported that while advancing the coil into the microcatheter near the aneurysm, the implant coil was not observed under x-ray and the physician could only see the radiopaque marker of the pusher. Afterward, the coil was seen outside of the pt and was not on the pusher assembly. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.